Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014; initial inratio: 1.4; re-test: 3.0; lab: 2.6; time between inratio tests: 2 hours. Time between initial inratio result and lab: 3.5 hours. Time between inratio re-test nad lab: 1.5 hours. Therapeutic range: 3.5-3.0. Caller reports that the sample was not applied immediately after the finger stick.

Manufacturer narrative:
It is indicated that product is not returning for eval. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The mfg records for the lot were reviewed. The lot met specs and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.